Event description:
It was reported that on (B)(6) 2011, the patient was admitted for surgery. Per the medical records, she underwent anterolateral fusion with nuvasive cage filled with bmp and mastergraft to treat l3-4 angular deformity and retrolisthesis. Cage was noted to have an angular placement that could be partially corrected with the posterior procedure. Per the medical records, on (B)(6) 2011, she underwent l3-4 postero-lateral fusion with pedicle screw instrumentation and bone morphogenic protein using orthofix and grafted with a combinations of bmp and mastergraft (bmp was also packed in lateral transverse process regions) to treat l3-4 deformity, retrolisthesis. It was reported that on (B)(6) 2011, the patient was admitted for surgery. Per the medical records, she underwent anterolateral fusion with nuvasive cage filled with bmp and mastergraft to treat l3-4 angular deformity and retrolisthesis. Cage was noted to have an angular placement that could be partially corrected with the posterior procedure. Per the medical records, on (B)(6) 2011, she underwent l3-4 postero-lateral fusion with pedicle screw instrumentation and bone morphogenic protein using orthofix and grafted with a combinations of bmp and mastergraft (bmp was also packed in lateral transverse process regions) to treat l3-4 deformity, retrolisthesis. On (B)(6) 2012, the patient presented with the diagnosis of lumbar radiculopathy. X-ray noted ¿posterior spinal fixation of l3-4 with grade I retrolisthesis of l2 over l3 and l3 over l4. Overall appearance is unchanged compared to prior study.¿ on (B)(6) 2012, the patient presented with some residual low back pain, right hip pain and right flank pain. Lumbar x-rays ¿show an auto-fusion at l5-s1. The l4-5 segment is not anatomically fused but biomechanically behaving as though it is fused¿. ¿l2-3 shows some retrolisthesis¿ and is somewhat more pronounced on extension. On (B)(6) 2013, (versus (B)(6) 2013), the patient underwent a right l4 and l5 transforaminal epidural steroid injection. On (B)(6) 2013 the patient presented with continued ¿low back and right leg pain radiating all the way down¿. Per the medical records, the patient reported no relief from the (B)(6) 2013 transforaminal epidural steroid injection. X-rays and MRI were ordered. On (B)(6) 2013, the patient presented with chronic low back pain radiating to the right lateral thigh with numbness and tingling. It was noted that lumbar x-ray on (B)(6) 2012 reported l3-4 post-laminectomy changes, grade I retrolisthesis, l4-5 and l5-s1 intervertebral disc space narrowing and facet arthropathy with some neuroforaminal stenosis. Per the medical records, an emg of the lower limbs was performed and results revealed evidence of the left l4 and l5 chronic radiculopathy. She was encouraged to continue home exercises and current pain medications. Impression included failed back surgery syndrome, l2-3 and l3-4 grade I retrolisthesis, l4-5 and l5-s1 degenerative disc disease and facet arthropathy, and chronic low back pain with right radicular pain.

Manufacturer narrative:
(B)(4).